Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a plastic surgery procedure on (B)(6) 2018 and suture was used. It was reported that the suture broke while being tied. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # : (B)(4). Unopened sample from same lot evaluated. No defects were found on the package. The sample was opened and the swage and attachment area were as expected, the suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were found. The sample was tested by knot tensile strength and met the finished good requirements.